Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer does not recall any significant event leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to flattened button dome switches. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.